Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, it was reported that multiple cartridge alarms occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 144-217 mg/dl. Multiple attempts were made to follow up regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.